Event description:
The customer reported being hospitalized due to high blood glucose levels over 400 mg/dl. The customer's health care professionals felt that the insulin pump was malfunctioning, and needed to be replaced. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the occlusion test due to a faulty force sensor. The insulin pump passed the displacement, prime, basic occlusion and no delivery tests. The insulin pump had a missing end cap sticker.